Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who ended up with 3 surgeries in less than 6 months to help remove part of the side effects after essure (fallopian tube occlusion insert) insertion. This event was considered serious due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer mentioned her healthy deteriorate, but limited information was given. No reason or details of the surgeries was provided. However, since consumer related these procedures to side effects from essure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer reported she was personally being affected by the device not only physically but also emotionally permanently. She stated she used to be a healthy person with no surgeries performed; she never used birth control pills and wanted to have a permanent solution to avoid pregnancy after having her fourth child. She reported that once she had this device implanted in her things took a 180 degree turn to the worst to the point not only her physically health was affected but her mental as well, to know that she used to be healthy for her whole life and then to see her health deteriorate was overwhelming because she knew she was neglecting her family. She reported that ended up with 3 surgeries in less than 6 months to help remove part of the side effects this device caused in her body and it left a permanent mark of bitterness. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who ended up with 3 surgeries in less than 6 months to help remove part of the side effects after essure (fallopian tube occlusion insert) insertion. This event was considered serious due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer mentioned her healthy deteriorate, but limited information was given. No reason or details of the surgeries was provided. However, since consumer related these procedures to side effects from essure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.